Event description:
It was reported that the physician could not tighten the setscrew intra operatively. A different implantable neurostimulator was used and the physician was able to tighten the screw. There was no patient injury.

Manufacturer narrative:
Analysis of the implanted neurostimulator model 3058 serial (B)(4) found no anomaly. Analysis of the torque wrench found no anomaly.

Manufacturer narrative:
(B)(4).